Event description:
Related manufacturer reference number: 3006705815-2022-16947. It was reported that patient experienced intermittent stimulation. Stimulation was established when patient was sitting down and immediately lost when patient stood up or changed positions. Lead diagnostics showed contacts 11 and 16 had high impedance. An abbott representative attempted troubleshooting to no avail. Surgical intervention may be undertaken to address this issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that surgical intervention was undertaken wherein the system was explanted and replaced. Therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.